Manufacturer narrative:
The events of drainage, pain, and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Health professional reported that after implant with seri surgical scaffold on (B)(6) 2015 for bilateral revision to breast augmentation , the patient presented with drainage on the right side and pain on the left side. During surgery, the physician explanted a completely unincorporated seri surgical scaffold on (B)(6) 2015. The physician attributed the cause to an immunogenic response to the seri device.